Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer a continuous glucose monitor error. Additionally, it was reported that the pump touch screen was intermittently unresponsive and that a cartridge change error occurred during the load sequence. There was no reported adverse impact to the customer. Reportedly, the pump was reset to resolve the reported issue. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.